Event description:
It was reported that during a stenting procedure, difficulties were encountered when retrieving the filterwire. The lesion being treated was located in the right coronary bypass graft. The lesion was wired and then predilated with a 2.0 x 20 maverick balloon. Then, the filterwire ez embolic protection system "was deployed in a very straight area of the graft and had ample space for proper use". Two 3.5 x 28mm stents were deployed. Also, a clot was noted distal to the filterwire, and integrillin was given. Following this intervention, the filterwire basket "appeared to be stuck open and would not close". A bent tip retrieval device was used to try to retrieve the filterwire, however, that was unsuccessful. The filterwire seemed to be able to move freely in the graft. All devices were then removes as a unit, with the devices "catching a stent strut or two". Ivus was then performed, which showed stent struts protruding into the lumen. The damaged stent was then expanded with a balloon and another 4.0 x 28mm stent was placed overlapping the damaged stent. The pt did not experience any symptoms, and the procedure was completed successfully. Pt status was reported as 'stable'.